Manufacturer narrative:
No RMA has been initiated for this issue. Model 5410-ivc, serial number/date code (B)(4) is approximately 7 years old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. End user alleged that the controller is not working. (B)(6) also stated that she has to hit it and hit it before it will start to work. End user doesn't know if it is the controller that is broke or the monitor.

Event description:
End user alleged that the controller is not working. (B)(6) also stated that she has to hit it and hit it before it will start to work. End user doesn't know if it is the controller that is broke or the monitor.